Event description:
It was reported that the pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Despite following various instructions from technical support, including inspecting the cartridge, cleaning the pneumatic tap area, and attempting to load a new cartridge, the customer was unable to successfully load the cartridge onto the pump. Consequently, the customer was referred to csa for escalated troubleshooting.